Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ y-site connector c80 cracked and caused a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. This product is assembled and packaged at a subcontractor location. During the assembly process, regular inspections are performed to detect faulty product. This incident has been reported to the subcontractor location, however, based on the limited investigation, a cause for the reported defect could not be determined. Investigation conclusion: the root cause cannot be established.

Event description:
It was reported that bd phaseal¿ y-site connector c80 cracked and caused a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.

Event description:
It was reported that bd phaseal y-site connector c80 cracked and caused a leak. No serious injury or medical intervention was reported.